Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply would not stay on. Indicator light would intermittently turn on when power cord was manually manipulated. A replacement device was used to complete the procedure. Endoscopic vein harvest continued to completion without incident or adverse effect to the patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply would not stay on. Indicator light would intermittently turn on when power cord was manually manipulated. A replacement device was used to complete the procedure. Endoscopic vein harvest continued to completion without incident or adverse effect to the patient.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.